Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) mount was returned for investigation. A visual inspection of the as returned product identified that the mount hex is confirmed to be fractured off. The remainder of the body is worn from use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following have been updated: date of this report. Device expiration. UDI: (B)(4). Date received by manufacturer type of report: checked "follow-up". If follow-up, what type: checked follow-up type. Device evaluated by MFR: changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the mount screw of the implant (B)(4) fractured after implant placement. The healing abutment was placed with the fractured piece still inside the implant. Three months later, when the healing abutment was removed, the fractured piece of screw was removed.